Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v660709, implanted: (B)(6) 2011, product type: lead programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported to a manufacturer representative (rep) that there were high impedances (>4000 ohms) but therapy measurement indicated >50%. The system was explanted and replaced. It was noted that the high impedances were resolved at the time of this report. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.